Event description:
The small bore and micro bore extension tubing are too close in hub color - both should not be shades of green. Difficult to tell which tubing is being used - risk of nicu pt given too much flush to be sure the med clears the tubing or too little med if small bore tubing used and not enough flush - all could be prevented if the hubs were clearly different colors. Microbore vs small extension set. Pt code: 4580. Device code: 3015. Ref report: mw5183595.